Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported having a ¿high bg¿ via her bg meter but ¿low¿ readings on her cgm device. The patient could not recall the exact values for comparison. The patient was wearing a tandem insulin pump. The patient was experiencing vomiting. The patient¿s husband took the patient to the hospital, where she was treated with an IV insulin drip. The patient was discharged home three days later. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.